Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the cap was worn. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/22/2016-correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up # 2 date of submission 2/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/30/2017 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. The part of the initial complaint alleging that the battery cap had a worn top could not be confirmed because the battery cap was not returned with the pump. A test cap was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.